Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system onsite and confirmed that the switches off during use. After reviewing the log file rse found malfunction that was causing the excessive temperature. The tools are calibrated by rse. After the calibration process was finished, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system shut down. The issue was found during clinical use. No harm has been reported to philips.